Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient's device was not working and would be removed on friday. They needed assistance turning therapy off before the procedure. They reported it had not been working "for a couple of years, I don't know, cannot remember." They had heard of the MRI-compatible device, but did not want another surgery, and stated, "have had 15 of them." They did not allege any issues with past devices nor therapies when they mentioned "15 surgeries." The patient was alluding to the fact they were familiar with the device. Troubleshooting was unable to be performed as the patient did not have their external equipment charged. They would call back if they needed assistance with turning therapy off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.